Event description:
It was reported that the patient was implanted for bladder and bowel. She mentioned that the first time she was supposed to be implanted, they did not go all the way through because ¿she hyperventilated or something so she had three operations instead of two.¿ after implant she had three programs and at the time of the report was on 2 at 1.6 volts. She stated that the doctor set the implantable neurostimulator (ins) and told the patient to ¿leave it alone;¿ however she had never had therapeutic effect. While in the hospital she moved it up a little higher, and then turned it back down, but not as far as where the doctor had set it at. She did not feel stimulation all of the time. The patient used a catheter half of the time and then the next day could not go to the bathroom at all. She noted that three days prior to the report she was up every hour, on the hour, and could not ¿self-pee.¿ she also asked if the programs could make her feel hot or affect her blood pressure, because since implant she had felt like this. The patient had low blood pressure and felt dizzy. She intended to call her healthcare provider (hcp) about this on friday. No further interventions or patient outcome were provided, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reports the patient had concerns with their device or therapy. The patient received assistance from their healthcare provider and their concerns were not resolved. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the patient lacked basic understanding of the therapy. The patient had a loss of therapeutic effect. The only real benefit she has gotten was she wasn't wetting herself as she did before but the patient still was self-cathetering. She was told by the doctor she would have to for the rest of her life. She notified her representative last month that she was having issues. The patient says the representative hadn't been helpful. Her lack of benefit had been since implant. She 'peed by herself' a little after implant but was back to having, per patient, around 10-20% reduction in symptoms. She had changed program in past but was unclear. She went from program 1 to 2. She was on program 4 at 1.3 volts. Ins (stimulator) was on and she can feel it every once in a while. She hadn't slept well in 4 years. The patient had a bad fall in beginning of december but was unsure if it affected the ins. She was currently in a rehab facility. They had to do the 'second part' of the surgery, assuming stage 2, twice because she 'panicked' the first time.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0lngx, implanted: (B)(6) 2014, product type lead. (B)(6).